Event description:
Time of device issue: after vessel closure. Adverse event: failure to achieve hemostasis. Device issue: unexpected function - hemostasis. It was reported that a physician using the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after successful deployment of the starclose se device clip, the site had "minimal bleeding requiring ten mins of manual compression." Later that day, the pt developed a "moderate amount of bleeding from the access site." The pt's laboratory exam indicated a decrease in hemoglobin and hematocrit, which was treated with a transfusion of two units of blood. Hospitalization was prolonged by two days for observation. The pt was discharged with complete resolution of anemia and in good condition. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.